Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An error 2 message was reported with the adc meter and customer was unable to obtain readings. As a result, customer experienced symptoms described as "stayed gone, had eyes open but did not react", tremors, diarrhea, and a seizure. Customer had contact with an hcp and was treated with honey "to raise her glucose up to 70mg/dl, aerosols, diarrhea pills, and dalacin antibiotics". There was no report of death or permanent injury associated with this event.

Event description:
An error 2 message was reported with the adc meter and customer was unable to obtain readings. As a result, customer experienced symptoms described as "stayed gone, had eyes open but did not react", tremors, diarrhea, and a seizure. Customer had contact with an hcp and was treated with honey "to raise her glucose up to 70mg/dl, aerosols, diarrhea pills, and dalacin antibiotics". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d-4 (strip lot number) and (expiration date) have been updated based on the case details. No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle optium neo meter were reviewed and the dhrs showed the freestyle optium neo meter passed all tests prior to release. Dhrs for the precision test strips were reviewed and the dhrs showed the precision test strips passed all tests prior to release. Retain testing was performed for precision strips and all units performed in specification and passed. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.